Manufacturer narrative:
(B)(4).

Event description:
Same patient as MDR #2134265-2012-07573. It was further reported that in (B)(6) 2008, the patient presented with unstable angina pectoris. A 75% stenosed, de-novo lesion, with reference vessel diameter of 3.50 mm and a length of 44.0 mm, was treated with pre-dilatation, stent deployment, and post-dilatation with residual stenosis of 0%. Timi-3 remained unchanged throughout the procedure. The patient was discharged with no complications six days later.

Event description:
(B)(4). Same case as MDR#2134265-2012-03897. Same patient as MDR#2134265-2011-02956. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. On an unknown date, a 3.5x20mm taxus express stent and a 3.5x24mm taxus express stent were implanted in the proximal right coronary artery. The patient was placed on panaldine and pletaal. (B)(6) 2011 - the 90%, 10.0mm long, in-stent restenosis with a 3.50mm diameter was identified in the proximal right coronary artery. It was treated with pre-dialation and implantation of a non-bsc stent with 0% residual timi3 flow. At the time of the event, the patient's antiplatelet medication was changed from pletaal to bayaspirin. The patient was discharged four days later on aspirin and panaldine. (B)(6) 2012 - no angina was confirmed at four year follow up.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).